Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received. The patient¿s indication for use was spinal pain and other chronic/intractable pain (trunk/limbs). Device failures included catheter failure. Injuries included withdrawal, pain, and surgery. Explant surgery was performed on (B)(6) 2016. No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.